Manufacturer narrative:
Following the investigation, both communication errors were due to delays detected between two commands, caused by shared memory access errors between kineverif and rosario.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Several identical communication failures occurred while servicing. During optical distance sensor accuracy check communication failures occurred multiple times while attempting to perform the check. The antivirus scan was running at the same time. The antivirus scan was allowed to complete and then the accuracy check was reattempted. The scan was able to complete normally.